Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not identify information indicating that the unspecified device malfunction that led to the vns explant and replacement was a failure to program due to generator end of service. Device available for evaluation, corrected data: initial report inadvertently did not indicate that the suspect device had been received and evaluated. (B)(4). Device evaluated by MFR, corrected data: initial report inadvertently did not indicate that the suspect device had been evaluated. (B)(4).

Event description:
It was identified that the patient's generator was explanted and replaced due to end of service (eos) = yes. It was noted that the unspecified malfunction that led to the vns explant and replacement was a failure to program due to completely depleted battery. No other malfunctions or adverse conditions for the patient or the generator were identified. The explanted generator was received and analysis was completed. It was confirmed that the generator was at an eos = yes condition, and based on current consumption rates this was determined to be normal battery depletion. No additional relevant information has been received to date.

Manufacturer narrative:
Brand name, corrected data: initial and supplemental report #01 inadvertently reported brand name pulse gen model unk. Model #, serial #, lot #, expiration date, and UDI, corrected data: initial and supplemental report #01 inadvertently reported these values as "ni". Implant date, corrected data: initial and supplemental report #01 inadvertently reported the implant date as "ni". Device manufacture date, corrected data: initial and supplemental report #01 inadvertently reported the manufacture date as "ni".

Event description:
It was identified via clinic notes that the patient underwent generator replacement. Surgical notes were later received from the generator replacement stating the patient was referred for generator replacement due to a malfunctioning unit. X-rays were performed as there was suspected incomplete pin insertion. Both pre- and intra-operative interrogations were unsuccessful as the generator was found to be non-functioning, presumed due to battery depletion. During surgery, before the generator was explanted, it was tested via interrogation and found to be non-functioning. When the setscrew was loosened it was found that there was no ability to further insert the lead pin into the connector block, indicating that the lead pin was likely fully inserted. Once the new generator was implanted, diagnostics showed a normal signal suggesting the system was intact. Per explanting facility policy, the explanted generator has been discarded and thus is not available for device evaluation. Attempts have been made for additional information; however, no additional relevant information has been received to date.